Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: pre-implant transcatheter aortic valve replacement computed tomography (CT) imaging and the imaging review report were provided for review. The patient had a surgical aortic valve, appearing to be a 27 mm non-medtronic (dokimos) based on CT annulus measurements, which differed from the imaging report as the site reported the surgical aortic valve as a 25 mm non-medtronic (biocor/epic). The surgical aortic valve perimeter and perimeter derived diameters are 65.8 mm/21.0 mm suggesting a 26 mm transcatheter valve. Possible pannus/thrombus was noted inside the surgical aortic valve. No tortuosity was seen throughout aorta or iliofemoral access. Calcification seen in rci and lci. The surgical aortic valve leaflets appear heavily calcified. The aortic root angle is 43°. Intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. After the delivery catheter system was advanced through the bioprosthetic surgical aortic valve, the guidewire appeared to be misshapen. Control of the guidewire should be maintained throughout the procedure to ensure stable deployment and prevent injury to the ventricle wall: for all wires with a transition point, ensure transition point is held above the apex and pointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. During the first deployment attempt, the guidewire appeared to have been slightly adjusted but the valve was in a very high position. The valve was recaptured, and the subsequent deployment attempt showed evidence of an infold and the guidewire got misshapen again. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. After a third deployment attempt with persistent infold, the valve was recaptured and removed from the body. There is evidence that a new guidewire was used which appeared to be well positioned in the left ventricle. A fluoroscopic valve load inspection was performed for the new valve and confirmed a good load. At least one recapture was performed because the first deployment attempt, the valve was in a very high position. The valve was successfully deployment after the second deployment attempt. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to unsatisfactory implant position. This necessitated the delivery catheter system (dcs) to be exchanged for a new device. The confida guidewire lost its rigidity after the three attempts to reposition the valve, therefore the guidewire was also replaced. It was reported that the guidewire was inspected prior to use and no distortion was noted. The guidewire tip was not manipulated prior to use and was not torqued or twisted. It was reported that the patient has a pre-existing non-medtronic 25 millimeter (mm) surgical valve that contributed to the deployment difficulty. No injury occurred, and no intervention or prolonged hospitalization was needed. No adverse patient effects were reported.

Event description:
Additional information was received which reported that the valve (sn unknown) was re-loaded into the replacement delivery catheter system (dcs). The valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.